Manufacturer narrative:
The device was received and sent to the original equipment manufacturer (OEM) for evaluation. There was a relationship found between the returned device and the reported incident. Evaluation of the device by the OEM found the unit failed testing. Upon disassembly it was noted that the lohet was cracked which caused the failure. The complaint was confirmed. Per the OEM, factors that could have contributed to the reported event include an impact event inconsistent with normal use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the sagittal saw power was shorting out. No patient injury reported.